Event description:
A treatment provider notified allergan that a patient treated with coolsculpting on (B)(6) 2017 to the lower abdomen using the legacy coolcore applicator, to the flanks using the legacy coolcurve+ applicator, on (B)(6) 2019 to the upper abdomen, lower abdomen, and lower flanks using the cooladvantage max+, cooladvantage coolcurve+ applicators, on (B)(6) 2020 to the flanks, upper bra fat, and upper abdomen using the cool advantage coolcore, cooladvantage max+, cooladvantage curve+ applicators, and on (B)(6) 2020 to the upper abdomen, lower abdomen, and flanks using the legacy coolcore applicator presented with paradoxical hyperplasia on (B)(6) 2020.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1: brand name.

Event description:
A treatment provider notified allergan that a patient treated with coolsculpting on (B)(6) 2017 to the lower abdomen using the legacy coolcore applicator, to the flanks using the legacy coolcurve+ applicator, on (B)(6) 2019 to the upper abdomen, lower abdomen, and lower flanks using the cooladvantage max+, cooladvantage coolcurve+ applicators, on (B)(6) 2020 to the flanks, upper bra fat, and upper abdomen using the cool advantage coolcore, cooladvantage max+, cooladvantage curve+ applicators, and on (B)(6) 2020 to the upper abdomen, lower abdomen, and flanks using the legacy coolcore applicator presented with paradoxical hyperplasia on (B)(6) 2020.